Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer's half height 4.1 and 4.2 were not detected and identified malfunctioning drawer control board. A field service engineer (fse) verified on site that main. The fse replaced the pyxibus module controller (pmc) and the affected drawer controller board, then reassigned the drawer positions. Hta was performed and passed, confirming proper functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, entire medstation had failed, and the technician was unable to recover the unit. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.